Event description:
It was reported that the ventilator did not pass the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator was tested on-site by our field service engineer. At first start up, the ventilator displayed a "the breathing sub-system version is incompatible. Insert pc card and restart the ventilator to install software" message. The control printed-circuit board (pcb) was replaced, and after that, the ventilator started up correctly. The ventilator passed the functional and safety checks, as well as the pre-use checks tests. The reported failure of the pressure transducer test could not be reproduced. The replaced control pcb was returned for investigation and was mounted in a reference ventilator, at start up the same message was received "the breathing sub-system version is incompatible. Insert pc card and restart the ventilator to install software". After reinstalling the software all tests passed. The issue with a failed pressure transducer test could not be reproduced. Evaluation of the device logs shows messages that indicate that the problem is intermittent and that the control pcb is the root cause. The microprocessor or internal memory on the control pcb might be damaged. The control pcb is a part of the breathing system, if it fails during startup ventilation cannot be performed. If it fails during ventilation it can lead to stop of ventilation, high airway pressure or low oxygen delivery this will generate high priority alarms that notifies the user. Device logs shows that the reported issue first occurred on (B)(6) 2017.

Event description:
(B)(4).